Event description:
The information received from the field states that this male patient was presented to the interventional lab for an embolization procedure of an a2 aneurysm. The information states that when the physician attempted to prep the product with the syringe, the coil suddenly detached. The information states that the gauge of the syringe did not move during preparation. The product was not clinically used.